Manufacturer narrative:
The product has been received. It is currently under investigation; a follow up report will be submitted. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
Customer reported receiving inaccurate readings on their freestyle blood glucose monitor. Customer reported receiving readings of 155mg/dl and 487mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.